Manufacturer narrative:
No sample is available for the manufacturer to evaluate.

Event description:
The event is reported as: complaint alleges: ends of the applier snapped and became floppy after scrub nurse loaded the clip onto applier. No piece fell into the patient. No patient injury reported. Patient current condition is fine.